Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-52 gray stylet in the lead. The distal conductor is kinked at 51 centimeters. The stylet in the lead has a kink at the distal end. The lead with the stylet returned in the lead had a little resistance when passed through a 7 french introducer. The lead was able to pass through a 7 french introducer with a fresh 14-52 gray stylet without any resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was attempted to be placed through sheath into the patient anatomy, but was met with resistance. The ipl was removed from the sheath and noted that end of lead was kinked/bent. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.